Manufacturer narrative:
No additional information is available at this time.

Event description:
Consumer was being pushed by her son while seated on a carex roller walker as they were exiting the (B)(6) medical center. When they reached the exit threshold, the roller walker tipped over causing consumer to strike her head.